Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with device. Failure event observed during analysis.final analysis found insulation degradation at 4.6 cm from the connector pin.(B)(4).